Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: no, nothing has happened to the patients. The thread has come off during use, when we have tied it. Was there any adverse consequence associated with the patient? When was the thread has broken in the middle (in the package, during removal from package, during handling or during use on the patient).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. The thread has come off during use, when they have tied it. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary one opened box with six packets of product code z442e was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the six packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage and no defects were observed during the evaluation. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.